Manufacturer narrative:
The technician replaced the siderail latch spring to repair the bed.

Event description:
Information received indicates the left intermediate siderail is not latching due to a broken siderail latch spring.